Event description:
Reporter alleged obtaining a result of 439 mg/dl on the mobile system compared back to back with a result of 192 mg/dl on the aviva nano system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the aviva nano suspect device system used. Reference medwatch report with (B)(6) for the mobile suspect device system used.